Event description:
Account alleged the head of the bed is drifting.

Manufacturer narrative:
Tech asked account to find if the drift is electrical or mechanical. If mechanical, the tech explained what parts to inspect and clean. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.